Event description:
(B)(6) study.it was reported that following a coronary artery stenting treatment procedure the patient experienced a myocardial infarction.the target lesion was located in the mid left anterior descending artery with 80% stenosis and was 10 mm long with a reference vessel diameter of 2.50 mm. The physician treated the lesion with pre-dilatation and implanting a 2.50 x 16 mm taxus liberte stent with 0% residual stenosis.post index procedure and prior to discharge, cardiac enzyme elevation was consistent with a myocardial infarction. (Peak troponin t = 1.80 ng/ml, uln = 0.20 ng/ml). There were no ischemic symptoms. No action was taken for this event. The patient was discharged the next day on aspirin and prasugrel.

Manufacturer narrative:
(B)(4).device is a combination product.device evaluated by manufacturer:it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.(B)(4).